Event description:
Additional information was received by the manufacturer on 08-jul-2022 via email and attached to complaint object: none of the devices were actively on a patient at the time the events occurred, it was either caught before they used the device, or it was brought down by our sterilization department alarming.

Manufacturer narrative:
Other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the bottom seal was broken, and the plunger seal was intact upon receipt. The top case had chipped corners and the battery was missing. Error code was found in the ehl (event history log). The customer reported problem was duplicated during the investigation. The root cause of the reported problem is due to incomplete upload process by the customer. Installed software v1.6.4 and power cycled the pump. Performed power up process, preventive maintenance and all functional tests which passed. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: b5: correction: describe event or problem: additional information updated. D4: correction: model number: 4000.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. Initial reporter also sent report to FDA is unknown.

Event description:
It was reported that the device showed system failure firmware mismatch. No patient injury was reported.